Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11: h11: the device was received for evaluation. Functional testing was performed and identified that the device alarmed system error 322(link switch error (low)) while powering on the device. Evaluation found no occurrences in the event history log of system error 322 however, there were multiple occurrences of system error 332. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the system error 332. The cause of the condition was found to be failed processor board which requires replacement to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.